Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the belt's belt receptacle was burnt and the pulse pin was damaged. The cause for the test failure was isolated to the damaged belt receptacle. The root cause for the thermally damaged receptacle could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.